Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector, which was found to be occluded during patient use. The following issue was reported by the customer: ¿during the use of the valves tego on the patient: the valve shifts position within the cap, making it impossible to aspirate or inject. The consequences were that the catheter malfunctioned before/during/after the dialysis session. The measures taken were the replacement with universal occlusive caps (without valve)." The status of the product at the time of the event is during the dialysis session. There was no patient harm reported.

Manufacturer narrative:
The complaint of valve shifts position within the cap, making it impossible to aspirate or inject on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) for the lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.